Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly; the numbers kept scrolling on their own. The keys then became unresponsive. A button error alarm followed shortly afterwards. The patient's blood glucose at the time of incident was 400 mg/dl. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues; she mentioned that the anomaly may have been caused by sweat. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis.

Manufacturer narrative:
No button error alarm. The device was received with no button response due to corroded b keypad trace. The device had minor scratched lcd window, cracked case near display window corners, broken belt clip slot, cracked reservoir tube lip and cracked lcd window. We were unable to perform functional test due to keypad anomaly.